Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unreliable even after changing the stylus and re-calibrating. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the programmer would not calibrate. It was also found that the programmer presented with a power supply overheat message. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.